Event description:
The manufacturer received information alleging the active exhalation test had failed on the device. There was no harm or injury reported. A philips field service engineer (rse) had assisted the customer on this issue. The philips fse evaluation determined the three-way solenoid and proportional valves, and flow sensor had caused the active exhalation to fail on test setup for this device. The philips fse replaced the three-way solenoid and proportional valves, and flow sensor to resolve this issue on the device. Additional findings not related to the malfunction/issue was the cable being damaged during repairs, which caused the remediate light test to fail on the device. The display cable was replaced on this device.